Event description:
It was reported that a spectrum pump failed a flow rate test (rate, volume to be delivered and volume delivered are unk). Any pt involvement, injury or med intervention is unk.

Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The eval has not been completed at this time. A supplemental report will be provided when the investigation is completed.